Event description:
Boston scientific received information that the boston scientific field representative was contacted one week ago with questions on programming the minute ventilation (mv) feature. The field representative responded at the time to program the mv to passive until they had a chance to optimize. A week later, the field representative was called because the patient was in the heart catheter lab and was having sensor driven pacing at 100 to 130 paces per minute. The field representative found out that the mv was programmed to on instead of passive. Boston scientific technical services (ts) was consulted and discussed programming options for system optimization with consideration to the patient's condition. The patient stated their heart felt like it was racing, but aside from that, no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.